Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had a power error detected alarm. The customer¿s blood glucose was unknown. The customer also stated that the insulin pump received replace battery alarm after changing the battery. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit powered up properly after the test battery was installed. No blank display noted during testing. Pump error and power loss alarm, replace battery alert and replace battery now alarm due to non-sleep anomaly software error. Unit passed the displacement test, self-test, sleep current measurement and active current measurement.